Manufacturer narrative:
A quote was provided by philips to the customer for replacement external paddles. The customer did not accept the quote and the quote expired. No work was performed by philips. The device remains at the customer site. Based on the information available, we were unable to replicate the reported problem. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. H3 other text : customer did not accept quote.

Event description:
It was reported to philips that the battery does not hold a charge. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.